Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:03:46. During night drain cycle two, the patient's ultrafiltration reading was 1408ml, indicating the home patient drained 1408ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional method. Evaluation summary: the device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device failed functional rite for volume accuracy during monitored therapy, which will be captured and reported in cmplnt-(B)(4). A visual inspection was also performed. The cause of the iipv event was determined to be due to an insufficient drain from one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow up medwatch will be submitted.